Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that the screw that should fix the augment to the femoral component did not sink in the augment's hole, but protruded.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device found no evidence confirming the reported event. The investigation found no evidence of product malfunction or product error and the need for corrective action was not indicated. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The investigation found no evidence of product error as a contributing factor to the reported event and the need for corrective action was not indicated. Device history lot : DHR review: 1) quantity manufactured: (B)(4). 2) date of manufacture: 8/20/2019. 3) any anomalies or deviations identified in DHR: na. 4) expiry date: 7/31/2029. 5) IFU reference: 090200873 rev b.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Intraoperatively, during primary surgery left side, one screw of the augment could not be completely countersunk. Another augment was available and was fixed without any issue. No adverse patient impact, no surgery delay reported.